Event description:
It was reported an over infusion of calcium gluconate. The intended volume to be infused was 120ml with an infusion rate of 60ml/hr; however, 120ml infused over one hour. The calcium gluconate was programmed manually using the guardrail drug library. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: initial reporter addr 1, initial reporter city, initial reporter zip. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of calcium gluconate could not be confirmed as no signs of over infusion could be identified during testing or log review. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The review of the suspect pump module and concomitant pcu error logs showed no errors or malfunctions relevant to the customer¿s complaint. The review of the concomitant pcu event log showed that on 16jan2025 at 9:57 am, the user selected the channel and programmed a calcium gluconate infusion with a rate of 60ml/hr, a volume to be infused (vtbi) of 90ml and a concentration of 2000mg/100ml. The primary volume infused (pvi) was recorded as 0ml. The user started the infusion and de channel alarmed for air-in-line (ail). The user paused the infusion and the channel alarmed for safety clamp open. The user restarted the infusion. Between 9:59 am and 10:00 am, the channel alarmed for ail two times, and one time for safety clamp open, with the user restarting the infusion after each alarm. At 11:24 am, the user channeled off the module. The pvi was recorded as 84.033ml at 11:29 am, the user resumed the last infusion with a vtbi of 5.967ml and programmed a 55 minute delay. At 12:13 pm, the user channeled off the module. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The alaristm system with guardrailstm suite mx user manual v12.3.1 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The user should verify current primary and secondary infusion parameters prior to starting the infusions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4) please replace the bezel assembly as it was disassembled during the investigation. Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of calcium gluconate was unable to be identified. Based on the log analysis, the programmed rate of 60ml/hr and volume to be infused (vtbi) of 90ml completed as expected within 1.5 hours note that this report lists imdrf annex a1801, g04067, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion of calcium gluconate. The intended volume to be infused was 120ml with an infusion rate of 60ml/hr; however, 120ml infused over one hour. The calcium gluconate was programmed manually using the guardrail drug library. There was patient involvement but no harm.